Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticm5_12.6, -5.0/3.0/094 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye on (B)(6) 2024. There was patient contact (lens touched the eye) with no patient injury. The back up lens was implanted with an incision enlargement. The problem was resolved. The lens was implanted, removed, and replaced intraoperatively. Cause of the event is reported as user error and device.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)